Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as peritoneal inflammation. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug infusion and ¿used pd solution for washing treatment¿ for the event. At the time of this report, the patient was not recovered from the event. Action with dianeal therapy was not reported. No additional information is available as the reporter declined follow up.